Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Additional information has been received regarding the awareness date change which was not included in the initial report. So, the correct awareness date has been changed to 05-feb-2025 as per new additional information. Following our receipt of the one returned used partial sensor (needle does not return) and performed visual inspection and checked for physical damage and found (no microscope). Sensor flex broken, unable to continue with functional testing due to sensor being damage, also unable to confirm needle anomaly due to customer did not return insertion needle. In summary, the customer complaint unexpected sensor alarms could not be confirmed due to sensor being damaged. The customer complaint of needle anomaly could not be confirmed due to customer did not return insertion needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summery: the customer was reporting a discrepancy between the sensor glucose value of under 55 mg/dl vs the blood glucose value of 249 mg/dl. The sensor glucose vs blood glucose difference was not within range and was more than 30%.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose versus blood glucose, change sensor alert, sensor updating alert, calibration not accepted alert and blood present at the insertion site. The event involved product(s) mmt-7040a. Troubleshooting was performed. Customer reported sensor glucose value and blood glucose value difference. The customer reported that the value difference was not within target range. No further patient complications were reported. Mmt-7040a was requested and customer response was the device will be returned. The customer will discontinue the use of the device.